Event description:
As reported, the optifix straight failed during a procedure. It was reported that only one staple came out, all the others got stuck and did not pierce the mesh. The provided video shows that the deployed fasteners failed to fixate, and the loose fasteners were removed from the patient's body. There was no reported patient injury.

Manufacturer narrative:
The provided video shows that the fasteners did not fixate as reported. It can be determined from the video that the user was not using adequate counter pressure during fixation resulting in the failure and loose fasteners presenting. Root cause for reported event is lack of counter pressure while attempting to actuate the device. Review of manufacturing records confirms product was manufactured to specification with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The IFU states, "counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed.¿ note, the date of event (24-nov-2023) is considered to be a best estimate based. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, the optifix straight failed during a procedure. It was reported that only one staple came out, all the others got stuck and did not pierce the mesh. The provided video shows that the deployed fasteners failed to fixate, and the loose fasteners were removed from the patient's body. There was no reported patient injury.

Manufacturer narrative:
The provided video shows that the fasteners did not fixate as reported. It can be determined from the video that the user was not using adequate counter pressure during fixation resulting in the failure and loose fasteners presenting. Root cause for reported event is lack of counter pressure while attempting to actuate the device. Review of manufacturing records confirms product was manufactured to specification with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The IFU states, "counterpressure should be applied to ensure the fastener is fully deployed. Compress handpiece actuation lever in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the distal tip of the device through the entire stroke. Release the actuation lever allowing it to return completely to its resting position. After each deployment, each fastener should be visually assessed for proper placement against the mesh or tissue. Repeat this procedure until all required fasteners are deployed.¿ note, the date of event (24-nov-2023) is considered to be a best estimate based. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results and to correct initial reporter phone #. Evaluation of the sample finds for bent guide wire and backup tabs, detached component. The reported device failed to fixate the mesh is a known result of bent components. The components are found to be bent from applied forces when in use. The barrel insert detachment presented in use as the bent wire was pushing along the cannula into the barrel insert, with force that was sufficient to push out the tabs and separate the insert from the tip. No manufacturing anomies were found. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.